Manufacturer narrative:
Additional information received on 15-feb-2019 indicating there was no injury due to the reported event.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the top and bottom cases were damaged. Review of the device data log noted a "motor not running" message was recorded. Functional testing included use and occlusion testing. The field observation was unable to be duplicated. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse effects were reported.